Event description:
The comet scooter is distributed from invacare europe and is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged malfunction occurred in europe. Information from customer: "the patient experience that he can`t control the scooter and that the handlebars was unstable. Tac stockholm picks the chair up and detects that the screw that holds the steering rod have fallen off. That the screw can thread itself out is probably because, there is nothing to prevent the screw to thread itselves out".